Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other pain indications. The patient reported that the device was removed in 2004 because it ¿came out of place like 6 times.¿ no further complications were reported.